Event description:
A pt experienced numbling and tingling sensations and later swelling and scalloping of the tongue with lesions after multiple impressions with aquasil easy mix putty and aquasil ultra monophase, indicating a possible allergic reaction to either material or a consituent part. The symptoms resolved without medical or surgical intervention.